Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer felt that the pump sound was not working. The customer stated that they had woken up with an elevated blood glucose (bg) level in the middle of the night and had not heard any alerts or alarms. The exact bg value was not provided. During troubleshooting with tandem technical support, an alarm was triggered for troubleshooting purposes and the alarm sound was confirmed to be audible. However, the customer insisted that the alerts/alarms had not been audible during the night.